Event description:
The customer reported through a medwatch form that while using an infant star ventilator on a premature infant, it was observed that the delivered o2, set at 21%, was reading 54% on their o2 analyzer. They reported that the malfunction was thought to have existed for several hours prior being noticed. The pt later developed retinopathy. The facility believes the malfunction may have contributed to the outcome. The device was examined by the facility and the malfunction was found to be the result of a broken o2 setting knob.